Event description:
The facility reported a flo-gard infusion pump with a malfunction of "don't function side pump #1." The event was reported to have occurred upon power up in the medicine department. The quality engineer later assigned the insert slide clamp alarm to be the determined problem; this condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that would not function on one side was confirmed by the quality engineer as an insert slide clamp alarm. The cause of the reported condition was undetermined; no repairs required. Additional information: a service history review revealed no previous service events were related to the reported condition.